Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell off customer's belt loop and was crushed between the door and frame of the car. Customer is not able to interact with the pump touch screen due to the shatter. Customer's blood glucose was 137 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.